Event description:
It was reported that the patient was experiencing replace backup battery alarms, but when the controller was plugged into the power module, the battery still showed 16 months of life left. The controller's power leads also had extensive damage. The event log captured backup battery faults. The controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of backup battery fault alarms was confirmed via log file analysis; however, the reported extensive damage to the controller power leads was unable to be confirmed. A review of the log files contained data spanning approximately 4 days ((B)(6) 2022 per timestamp). From (B)(6) 2022 at 15:56:00 to 12:44:57, when the black power cable was disconnected, a backup battery fault alarm activated due to backup battery circuit faults. The alarm cleared shortly after the black power cable was reconnected. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The heartmate 3 system controller (s/n: (B)(4)) was not returned for analysis. Per the provided information, the backup battery still had 16 months until expiration. Additionally, the controller was exchanged, and the alarms resolved. No photos or additional documents were submitted. It is unknown the extent of the damage to the controller power leads. A root cause of the reported events was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.